Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that in the middle of the night, every once in a while, their stimulation will turn off and they will wake up in extreme pain. They said this started probably about 2 weeks ago and in the last 3 days it has done it twice. Patient says they had a fall and hit their left hip about a month or 6 weeks ago, but doesn't think that's related to the medtronic device/therapy. Pt has an appointment today and will follow up with healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the issue was unknown. Pt noted they reset the device and got a new programming which was running better. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.